Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No service history review can be performed as part number 391.201 with lot number(s) p507256 is a lot/batch controlled item. The manufacture date of this item is october 31, 2001. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a cable tensioner did not hold the tension. The device did not malfunction during surgery while being used on a patient. No further information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part#391.201 lot p507256 release to warehouse date: 31-oct-2001 , supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported the device was not grabbing where that cable came in. The repair technician reported damaged component as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on march 28, 2016. The vendor repaired the item, per vendor work instructions. The item passed synthes final inspection on april 14, 2016 and will be returned to the customer. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.